Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe had contact with something hard, and the probe cracked. After that, the probe broke when the probe received a load outputting or grasping tissue. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high­ frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
Olympus was reported the probe of the subject device was broken during an uncertain procedure. The broken tip was found immediately. There was no patient harm reported without this event. Olympus has followed up with user facility to obtain additional information regarding the reported event, but with no result.